Event description:
It was reported that the patient's blood glucose level rose above 424 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula and corrosion in the device. No treatment was reported.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak caused significant internal corrosion and data loss. The internal cannula tear is confirmed as the root cause of the reported not sure delivering insulin complaint. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone17.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.